Manufacturer narrative:
A sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
Adverse event(s): "no harm/injury to patient." (No consequences or impact to patient). Product problem(s): "air bubbles observed during surgery" (air leak). A customer reported air bubbles occurred from the product during surgery. No patient injury was reported. A sample will be returned for evaluation.